Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the tip-up fenestrated grasper instrument was unable to be removed from the cannula, the screw was released from the rotating base of the joint and locked. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was removed with the cannula. The reason that the instrument had to be removed with the cannula was that a pin was sticking out and wrist could not be straightened. Issue did not involve a fragment falling inside the patient's anatomy. Port incisions were not increased in order to remove the instrument and cannula together. It is not known if the instrument was inspected prior to use or if the instrument collided with any other instrument or tool during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the tip-up fenestrated grasper instrument involved with this complaint; however, failure analysis has not completed their investigation. A review of the provided image was performed by an isi failure analysis engineer. The following additional information was provided: it appears that the proximal clevis of the instrument has dislodged. No obvious fragmentation from this picture. No risk of potential fragment can be assessed, just by looking at this picture.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the tip-up fenestrated grasper instrument to perform failure analysis. The instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis was not attached to the main tube. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.